Event description:
It was reported that the zimmer skin graft mesher was not working properly. Despite multiple attempts to obtain add'l info from the initial rptr, no add'l details were obtained regarding the reported event. However, there was no report of injury or medical intervention associated with the incident. Through eval of the device it was noted that the comb was damaged.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 10 yrs old and was last returned to the MFR for repair on (B)(6) 2012. The inspection found that this was the third repair within three months for this device. The ratchet returned along with the zimmer skin graft mesher was for a zimmer meshgraft ii. The previous repair was for a ratchet stuck on the roller. The cutters that were not sent in with the unit for this repair. Initial investigation of the unit verified the comb to be damaged. Three of four cutters were damaged and deemed non-repairable. The damage to the comb was most likely due to improper handling by the customer. Damaged cutters may have also caused the customer's event. The cause is most likely user error and the user not maintaining the device per proper handling. The device was serviced and returned to the customer.